Manufacturer narrative:
The actual device involved in this incident was returned to kerr corporation for evaluation. The returned device underwent depth of cure testing and visual examination. The results indicated that the product was within specifications.this is the final report.

Event description:
In 2008, a doctor reported to kerr corporation that a patient returned with chipping on the facial edge of a tooth after a restoration procedure, using premise composite.

Manufacturer narrative:
The doctor returned two different lots of premise composite. He did not specify which lot was used on the patient for the restoration procedure. The doctor replaced the composite restoration, and the patient is doing fine. The actual device involved in this incident was not returned to kerr corporation for evaluation. Therefore, the retain samples underwent ambient light and depth of cure testing. The results indicated that the products were within specifications.